Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation and the following was observed. Sheath liner fully expanded, as designed and sheath distal tip split noted. Imagery was provided from the site and revealed the following: presence of tortuosity in patient's access vessels. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on evaluation of the returned device. No manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per device evaluation, the sheath distal tip is split. Additionally, per evaluation of the provided imagery, presence of tortuosity was observed on patient's access vessels. Tortuosity can subject the sheath to suboptimal angles that can lead the delivery system and/or valve to catch onto the tip and potentially leading to the split. As such, available information suggests that patient factors (tortuosity) and procedural factors (device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. During procedure, gross alignment failed due to the short height of the patient, even though it was properly placed on the warning marker. It was decided to remove the delivery system through the sheath. After the withdrawal, no damage was observed in the delivery system. A new kit was used to continue the procedure. The patient was good. As per medical opinion, the root cause of this event was the anatomy of the patient. As per pre-decontamination observation, there was a esheath distal tip split.